Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricular lead pacing impedance had increased since the measured value in november and a slightly higher threshold than it was back in january-april was also observed. Since then, the pacing impedance, sensing and threshold are still stable and within range. Isometrics was performed, and no noise was seen on the right ventricular lead. The patient was stable. Physician elected not to perform any intervention and will continue to monitor the patient.